Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, dislocation, lack of mobility and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. Additionally, the patient alleges infection following the revision procedure. Patient¿s legal counsel reports the infection was treated with antibiotics. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05902/05904).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions" and "undesirable shortening of limb."

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, dislocation, lack of mobility and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. Additionally, the patient alleges infection following the revision procedure. Patient's legal counsel reports the infection was treated with antibiotics. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2012 due to patient allegations of dislocation and leg length discrepancy. The modular head was removed and replaced.